Event description:
Caller reported testing the customer on the finger with the freestyle meter and received a reading of 163 mg/dl. The caller did not trust the reading and recognized symptoms of hypoglycemia. The paramedics were called and they received a reading of 32 mg/dl with their accu-check meter upon arrival. The customer was transported to the hosp and admitted. The caller stated that the customer should be released in 2004. The customer was treated intravenously.